Manufacturer narrative:
The received device had the cannula assembly deployed. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. A leak test found no signs of leakage in the fluid path. Post-use damage was observed to the top housing, bottom housing, reservoir, reservoir cap, ratchet gear, slide retract, linkage assembly, mechanism rails, piezo, chassis, front sma wire, batteries, and the pcb assembly. Download data was unable to be obtained from the device due to post-use damage to the pcb assembly and the batteries. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. The pod was leaking insulin.